Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2002292, medical device expiration date: 2025-01-31, device manufacture date: 2020-02-27, medical device lot #: 2001307, medical device expiration date: 2024-12-31, device manufacture date: 2020-01-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd plastipak¿ 50 ml concentric luer lock syringes experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: there were / are 2 packages of 50 ml syringes that leak. It concerns the cargo with numbers 2002292 and 2001307. Liquid is trapped between the 2 layers of rubber on the plunger. These syringes arrive at our sterile warehouse.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes? D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: two used samples of lot 2002292, one unused sample of lot 2001307, and one photo was provided to our quality team for investigation. Upon visually inspecting the photo, we are not able to fully verify a leakage past the stopper occurred as the impacted syringe was not directly within focus. The samples returned were evaluated, no damage or molding defect was identified that could contribute to the reported leak and the stopper was properly assembled onto the plunger in all samples. Leakage testing was performed and in all cases the product met required specifications. A device history review was performed for the reported lot 2002292 and 2001307, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of each lot were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that an unspecified number of bd plastipak¿ 50ml concentric luer lock syringes experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: there were / are 2 packages of 50ml syringes that leak. It concerns the cargo with numbers 2002292 and 2001307. Liquid is trapped between the 2 layers of rubber on the plunger. These syringes arrive at our sterile warehouse.